Event description:
It was reported that during a post-operation check, a high pacing impedance was noticed o this right atrial (ra) lead, and upon x-ray examination it confirmed that the lead was dislodged and perforated the right epicardium. The physician decided to reposition this lead and suture the perforation. This lead remains in service. No additional adverse patient effects were reported.